Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received by the sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 coils. During the procedure, the physician successfully placed a pod6 coil into the splenic artery and then attempted to remove the pusher assembly from the patient. The physician then noticed that the hypotube of the pusher assembly was stuck in the non-penumbra microcatheter despite the pusher wire being removed. Therefore, the physician removed the microcatheter with the hypotube portion of the pusher assembly still inside and completed the procedure using a new microcatheter, another new pod coil, a new ruby coil and an additional other coil. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.